Event description:
It was reported that proximal and distal filter prolapse occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The sentinel cps was advanced into position and attempts were made to deploy the proximal and distal filters. Both filters were unable to be fully deployed and did not appose to the vessel walls. As a result of calcifications in the innominate artery and left common carotid artery, the proximal and distal filters prolapsed. Both filters were successfully recaptured and the sentinel cps was removed from the patient. No patient complications were reported.